Manufacturer narrative:
Details of complaint: the customer reported that the bedside monitors (bsm's) are not talking to the central nurse's station (cns) once they're placed on a docking station and the device is turned from wireless to wired. According to the customer, the wireless works fine, the communication loss happens when the device is docked and wired. The customer resolved the reported issue by changing the ip address and reported that they found that one of the wall jacks was damaged so they fixed it. There was no patient injury reported. Investigation summary: the issue of communication loss with the bsm-1700's occurred while they were docked into a docking station. Docking the bsm-1700s into different, known-working docking stations did not duplicate the issue. This indicates that the issue was isolated to a specific docking station. The customer reported that they were able to resolve the issue by reconfiguring the ip addresses, likely on the bsm-1700s, and repairing a damaged network port in the room, likely the network port that was connected to the docking station. As such, the root cause is related to incorrect configuration by the user and hospital environmental factors. The following fields are not applicable (na) to this report: b2, d4 lot # & expiration date, d6a & d6b, d7b, f1 - f14, g4 device bla number, g5, g7, h2, h7, h9. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6. Additional model information: d10 concomitant medical device: the following device was used in conjunction with the cns: bsm's: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow up, what type?. H10 additional manufacturer narrative. Manufacturer references # (B)(4) - 124105 follow up 001.

Event description:
The customer reported that the bedside monitors (bsm's) are not talking to the central nurse's station (cns). There was no patient injury reported.

Manufacturer narrative:
The customer reported that the bedside monitors (bsm's) are not talking to the central nurse's station (cns) once they're placed on a docking station and the device is turned from wireless to wired. According to the customer, the wireless works fine, the communication loss happens when the device is docked and wired. The customer resolved the reported issue by changing the ip address and reported that they found that one of the wall jacks was damaged so they fixed it. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the bedside monitors (bsm's) are not talking to the central nurse's station (cns). There was no patient injury reported.